Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked, no patient injury reported.

Manufacturer narrative:
Other text: device evaluation: the sample returned, it consists of (B)(4) unit. The returned sample was received inside of a plastic bag which is not its original packaging. Three photos attached in the complaint: an filter of the extension set is observed, in one picture a leaking through the filter is identified. The complainant returned unit was visually inspected at a distance of 12 to 16 under normal conditions of illumination according to procedure visual inspection. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Functional test: leak testing on the sample received was performed using hydrostatic vessel. Results: during the leak test, leak is present in the filter air vent. Complaint is confirmed. An additional sample arrived to perform investigation that consists of (B)(4) unit. The returned sample was received inside of a plastic bag which is not its original packaging. Visual inspection: the complainant returned unit was visually inspected at a distance of 12 to 16 under normal conditions of illumination according to procedure. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Functional test: leak testing on the sample received was performed using hydrostatic vessel. Results: during the leak test, leak is present in the filter air vent. Complaint is also confirmed in the additional sample. Root cause as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. Corrective action no corrective actions are performed since failure mode is not related with manufacturing process.